Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during final tightening in a procedure, the surgeon was using the screwdriver shaft and the tip of the instrument broke. The broken fragment was lost and the patient was not impacted. This event caused a short delay in the surgeon in order to change the instrument. The surgeon used another available instrument. The surgeon was able to tighten but the second device became deformed. This is 1 of 2 reports for the same event.

Manufacturer narrative:
(B)(4): investigation coordinated by synthes (B)(4). Report received indicates the review of the manufacturing documents revealed that the present instruments were manufactured according to the specifications. Manufacturing and inspection records indicated no problems with the lot in question. The fracture surface is homogenous, which indicates material conformity. Based on these findings, it was concluded that the cause of failure is related to a mechanical overload during use. The instruments were manufactured according to the specifications. (B)(4): placeholder.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.